Event description:
New information received states that a new lead was implanted to help with the patient¿s paresthesia. Patient was receiving inadequate pain relief. On (B)(6) 2020 a new lead was implanted to help with the patient¿s paresthesia. The physician decided to keep the existing lead implanted to avoid any tissue damage. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient felt paresthesia and no benefit in pain relief. Upon examination of the lead, no stimulation was able to be achieved from the lead. Lead impedances are normal. A surgical intervention is anticipated in the near future. No further information is available at this time.